Event description:
Medtronic received information that an unknown amount of time following the implant of this transcatheter bioprosthetic aortic valve, an electrocardiogram showed a new onset conduction disturbance. Subsequently, a permanent pacemaker was implanted. No adverse patient effects were reported. The device remains implanted. No other information is available for this event.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).